Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. The device was reportedly planned for replacement. No adverse patient effects were reported. At this time, this device remains in service.